Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) remained stuck when removing the device. Hemostasis was achieved with manual compression for less than 30 minutes. There was no reported patient injury. The device was used in an interventional case. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The sheath did not appear to be kinked/bent. The patient was not morbidly obese. The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Compliant conclusion: as reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) remained stuck when removing the device. Hemostasis was achieved with manual compression for less than 30 minutes. There was no reported patient injury. The device was used in an interventional case. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The sheath did not appear to be kinked/bent. The patient was not morbidly obese. The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, and the syringe was observed separated from the device with the stopcock open as received. The sealant and advancer tube were not returned with the device. A non-cordis procedural sheath was locked on to the sheath catch and blood was noted in the procedural sheath. The condition of the returned device indicates a complete removal of the device from the patient. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. The sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. The shuttle tube was inspected at high magnification and the sealant was not returned with the device. A product history record (phr) review of lot f2225004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the advancer tube/sealant were not received. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned in a condition that showed proper complete device removal. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no anomalies noted to the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) remained stuck when removing the device. There was no reported patient injury. The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
-A review of the manufacturing documentation associated with lot f2225004 presented no issues during the manufacturing process that can be related to the reported event. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.